Event description:
Resident was found in his room with his legs extended to the floor and upper torso in seat of wheelchair. The quick release seat belt attached to the wheel chair was found across his neck. Resident was immediately released from seatbelt when found and lowered to the floor. His color was pale and ashen with no vital signs.